Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted (lot no. D06937) for female sterilisation. The patient had a medical history of parity 1, gravida I, intra-abdominal bleeding, depression, menorrhagia, dysmenorrhea, dyspareunia, pain breast, hypothyroidism, acne, post coital bleeding, painful intercourse, cyst rupture, ovarian cyst, adenomyosis, endometrial ablation, dyspareunia and pelvic pain. Previously administered products included: mirena, amoxicilline almus, vitamin d3 and amoxicilline almus. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2023, 2544 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per argus: (B)(6) 2017. As per mr: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): teral tube occlusion following essure device placement . Right essure coil present in normal position. Left essure coil present in normal position. [Pathology test] on (B)(6) 2023: final diagnosis: uterus, cervix, bilateral fallopian tubes; hysterectomy and bilateral salpingectomy: endometrium: inactive endometrium; negative for atypia, hyperplasia and malignancy. Myometrium: adenomyosis. Fallopian tubes: negative for significant pathologic alterations; helical metal serial 4, grossly identified on each tube. Cervix: negative for significant pathologic alterations. Gross description: the bilateral gray purple, fimbriated fallopian tubes are intact. Cut surface. Demonstrate metallic, helical foreign material (1.4 cm in length 0.1 cm in diameter) within the isthmus of each tube, consistent with essure procedure. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated,. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2023, 2217 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted (lot no. D06937) for female sterilisation. The patient had a medical history of parity 1, gravida I, intra-abdominal bleeding, depression, menorrhagia, dysmenorrhea, dyspareunia, pain breast, hypothyroidism, acne, post coital bleeding, painful intercourse, cyst rupture, ovarian cyst, adenomyosis, endometrial ablation, dyspareunia and pelvic pain. Previously administered products included: mirena, amoxicilline [amoxicillin], vitamin d3 and amoxicilline [amoxicillin]. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2023, 2544 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per argus (B)(6) 2017 as per mr : (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): teral tube occlusion following essure device placement . Right essure coil present in normal position left essure coil present in normal position [pathology test] on (B)(6) 2023: final diagnosis: uterus, cervix, bilateral fallopian tubes; hysterectomy and bilateral salpingectomy: endometrium: inactive endometrium; negative for atypia, hyperplasia and malignancy myometrium: adenomyosis fallopian tubes: negative for significant pathologic alterations; helical metal serial 4, grossly identified on each tube. Cervix: negative for significant pathologic alterations gross description: the bilateral gray purple, fimbriated fallopian tubes are intact. Cut surface. Demonstrate metallic, helical foreign material (1.4 cm in length 0.1 cm in diameter) within the isthmus of each tube, consistent with essure procedure. Lot number:d06937,manufacture date:2014-09,expiration date:2017-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2023, 2217 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.